Event description:
It was reported that during unpacking of the device, the yellow outer protective sheath could only be removed by applying force. The device was inspected and the proximal balloon shoulder was observed to have come loose from the catheter shaft. The device was not used in the patient anatomy; there was no patient involvement. A new device of the same size was used to successfully treat the target lesion with a very satisfactory result. There was no clinically significant delay in procedure and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft break/separation was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported difficulty removing the sheaths cannot be determined, the shaft break/separation appears to be related to the reported difficulty removing the sheaths. Based on the information provided and the analysis of the returned device, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.